Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that an occlusion alarm occurred. Blood glucose was not impacted. Reportedly customer is using a backup insulin pump to continue therapy.